Event description:
Pt revised for hip pain.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records for lot rr3bs1 did not reveal any related mfg deviations or anomalies. No product/lot info was provided for the liner associated with this report. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.